Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the cup and subsequent screw breakage. Doi: (B)(6) 2018, dor: (B)(6) 2020, left hip.

Event description:
Additional information received stated that the x-ray image provided confirmed fracture of the bone screw and also revealed that the cup had migrated completely out of position and was nearly upside down.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. It is possible to confirm the reported allegation as depicted in a provided x-ray image. A root cause could not however be determined using only the singular image. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, d11.